Manufacturer narrative:
(B)(4). Batch unk.

Event description:
It was reported that during an unknown procedure, the active blade broke off directly after inserting the device through the trocar in the patient. Currently there is no more information available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n93m0j the device was returned with the blade damaged with a cracked tip. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Contact with metal was observed on the blade surface. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.